Event description:
Caller reported that the pump battery would not charge. There was no reported impact to the customer¿s blood glucose level. Technical support instructed the caller to attempt various charging solutions, all of which were unsuccessful. Consequently, a replacement pump was issued under warranty. Instructions were given for returning the defective pump, but the customer declined to share information regarding backup insulin therapy.